Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx440-t) was implanted during a procedure performed in (B)(6) 2019. According to the complainant, the valve was believed to be operating in underdrainage and was no longer adjustable. Reportedly, the valve pressure had been adjusted more than five (5) times around (B)(6) 2022. However, in the middle of june, the ventricle was found to be too large so a valve adjustment was scheduled, but could not be performed during the follow-up. The patient underwent a revision procedure on an unknown date. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing and quality control data. The progav® 2.0 shunt system was manufactured by a qualified employee on july 2018. Deviations during assembly did not occur. The product was finally tested as article fx440-t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10, 15 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 15 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 15 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: no visible defects detected. Permeability test: the test showed that the progav® 2.0 shunt system is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 0,95 cmh2o. This is not within the specified tolerance of 8 cmh2o ± 3 cmh2o. An applied pressure of 8 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 8 cmh2o ± 3 cmh2o. Additionally, the shuntassistant® was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 15 cmh2o in the vertical position, a pressure of 15 cmh2o -2/ +4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant® had a pressure of 12,89 cmh2o. This is not within the specified tolerance of 15 cmh2o -2/ +4 cmh2o. Adjustability test: the progav® 2.0 was found to be non-adjustable within the specified range. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0® is present. Due to the non-adjustability of the valve, as detailed in section 7.4, an investigation of the braking force was not possible. Internal inspection of product: after dismantling the valves, deposits were found in both valves. For more detailed visibility, the proteins/deposits in progav® 2.0 shunt system were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. Results: based on our investigation results, we have determined that there was an accelerated outflow in the shunt system at the time of our investigation. Detected deposits were the cause of the accelerated outflow. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.